Event description:
Customer reported that while in use on a patient noticed that "direct cable doesn't' work". The patient was switched to another iabp and therapy was continued. No patient injury was reported.

Manufacturer narrative:
Evaluation summary: the device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The company representative examined the pump and was unable to duplicate the reported event. The iabp was tested to factory specifications and it was returned to customer. A supplemental medwatch report will be submitted if additional information becomes available.